Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient died of non-device related causes. It was also reported that the device reported a "fallback mode" error code.